Event description:
Event #1 [redacted date]: after placement into the patient, there was a failure in the handle that limited the steering of the device for proper ablation. The catheter was removed and replaced with no harm to the patient. Clinical site notified manufacturer rep directly. Lot# 30990502m. Event #2 [redacted date]: there was noise on the ablation catheter due to the proximal electrode EKG force error after being placed into the patient. The catheter was removed and replaced w/o incident or harm to the patient. Clinical site notified manufacturer rep directly. Lot# 30918457m. Event #3 [redacted date]: the ablation catheter was not sensing properly causing "noise" on the pruka. The catheter was removed and replaced w/o incident or harm to the patient. Lot# 30918457m. Manufacturer response for ablation catheter, thermocool smarttouch ablation catheter (per site reporter) clinical site notified manufacturer rep directly.